Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during an endo-urology procedure. According to the complainant during withdrawal of the guide wire, the ptfe peeled off inside the patient. The physician was able to remove some of the coating from the patient. The patient was reported to be stable at the conclusion of the procedure. Attempts to gather additional information have been unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.